Manufacturer narrative:
Block d2b: the remaining pro codes (product codes) are fdt and knq; reported here as pro codes (product codes) exceeded the character limit for the designated field. Block h2 (additional information): block b5 (describe event or problem), block e1 (initial reporter address, initial reporter zip code), block h6 (device codes) have been updated. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results: the returned cre wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional inspection was performed, and the balloon was able to be inflated without any problem; however, it was not able to hold the pressure due to it had a pinhole in the balloon located approximately at 58 mm from the tip of the device. Microscopic inspection confirmed the balloon pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of a balloon burst. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was being prepared for use in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) lithotomy procedure to be performed on (B)(6) 2025. During preparation, the balloon ruptured and could not be used normally. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on march 26, 2025. It was reported that the time of event occurred during the procedure and the balloon was not pre-inflated prior to use in the procedure. It was reported that the balloon burst when taken out and no piece of the balloon detached inside the patient.

Manufacturer narrative:
Block d2b: the remaining pro codes (product codes) are fdt and knq; reported here as pro codes (product codes) exceeded the character limit for the designated field. Imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was being prepared for use in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) lithotomy procedure to be performed on (B)(6) 2025. During preparation, the balloon ruptured and could not be used normally. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.